Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the or manager informed rep that during the procedure, clip applier would "jam and then spit clips out." Another er320 was pulled and the case was finished without incident. There was no consequence to pt.